Event description:
It was reported that the pt could not adjust stimulation and a "call your doctor" symbol was present. A power on reset (por) condition occurred. An end of service (eos) was unlikely since the pt turned the device off during the day and only used it at night.

Manufacturer narrative:
(B)(4).